Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.